Event description:
During course of an education call, patient reportedly was treated at hospital for hyperglycemia several months ago. Pump not returned for evaluation and not expected. User error or concomitant flu symptoms likely caused event.